Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information provided, a definitive cause for the reported difficulty removing and tip detachment resulting in surgical intervention and delay in treatment to remove the tip could not be determined. It may be possible that the thumbslide of the supera was not fully retracted and the system lock was not locked to secure the tip within the distal sheath of the supera delivery system prior to removal. As a result, it may be possible that the tip became caught within the anatomy or newly deployed stent resulting in resistance during removal and tip separation. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown because the part number and lot number were not provided.

Manufacturer narrative:
The date of event has been estimated. The UDI number is not known as the part and lot number were not provided. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superior femoral artery. During removal of an unspecified supera resistance was met and the tip of the delivery catheter separated. The tip was surgically removed and the patient is doing well. A clinically significant delay was noted in the procedure. No additional information was provided.